Manufacturer narrative:
This lot number was involved in a field action that addresses the production of protege everflex stent delivery systems that loaded a 150mm stent in a delivery system for 120mm stent.

Event description:
This procedure was performed on the sfa. The protege everflex stent was positioned to be deployed in the right sfa starting near hunter's canal. The initial deployment was good, however, the protege began elongating just after 2 cm's were released. It continued to elongate to the point that it past the targeted proximal location and went all the way up to cross the profunda. The box indicated it was a 120cm stent but now, elongated, is covering 24cm's. In addition, a large 12 cm piece of stent catheter became dislodged and fell off into the distal vasculature. It was snared and removed after 60 mins of effort and an additional femoral access in right groin.